Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during investigation, a crack was observed in the pump¿s battery compartment along the threads. Moisture was observed in the battery compartment. A leak test was performed and a leak was found at the battery compartment. The pump case was opened and no further evidence of moisture was observed. The pump was unresponsive due to moisture and further testing could not be performed during the investigation.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was reported that the pump case was damaged at the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.